Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-sep-2019 with the following findings: investigation duplicated a load malfunction. The pump cover was removed and evidence of moisture corrosion was found located on the force sensor flex pins and senor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.